Manufacturer narrative:
On (B)(6) 2021, a service provider of infutronix provided the evaluation report and visual inspection confirmed that the tubing connector on the distal end of the cassette module was snapped and broken. Dry liquid was visible on the cassette module. The reported issue was confirmed.

Event description:
On (B)(6) 2021, infutronix received a complaint from an end user: "he was calling because his tubing had become separated. This happened during an infusion." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device (B)(4).